Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Review of the post market surveillance survey noted that, "screw driver shaft is too short - especially for da tha." Also, "screw driver tip should not be twisted - makes removing screws difficult. Screw driver slips out of screw head."